Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included anxiety, panic attacks and vaginal yeast infection. Gross description: received in formalin labeled uterus an 11x6x2.2 cm , 58 g aggregate of morcellated fragments of uterine tissue. Endometrium is tan red, pale less than 0.cm thick. Attached to fragments of myometrium are 2 coiled metallic devices less than 0.1 cm in diameter, 5.5 and 2.8 cm in length. Concurrent conditions included excessive menstruation, asthma nos, menometrorrhagia, uterine fibroid, menstrual disorder, hypertension nos, cystoscopy, dysfunctional uterine bleeding, itching, distress gastrointestinal, nausea and adenomyosis. Concomitant products included baclofen since 2013, clobetasol since june 2018, dexamethasone (dexamethasone intensol) since (B)(6) 2013, esomeprazole magnesium;naproxen (vimovo), fentanyl since (B)(6) 2013, lisinopril and tramadol hydrochloride (ultram ER) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), lichen sclerosus ("autoimmune disorder type of disorder/rashes or skin conditions type: lichens sclerosis") and menopause ("hormonal changes/hormonal changes describe: pre menopause"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2011 and total hysterectomy (uterus and cervix removed) - laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the lichen sclerosus and menopause outcome was unknown. The reporter considered genital haemorrhage, lichen sclerosus, menopause, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, 2012 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Event hormone level abnormal was replaced with the event "hormonal changes describe: pre menopause". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included anxiety, panic attacks and vaginal yeast infection. Gross description: received in formalin labeled uterus an 11x6x2.2 cm , 58 g aggregate of morcellated fragments of uterine tissue. Endometrium is tan red, pale less than 0.cm thick. Attached to fragments of myometrium are 2 coiled metallic devices less than 0.1 cm in diameter, 5.5 and 2.8 cm in length. Concurrent conditions included excessive menstruation, asthma nos, menometrorrhagia, uterine fibroid, menstrual disorder, hypertension nos, cystoscopy, dysfunctional uterine bleeding, itching, distress gastrointestinal, nausea and adenomyosis. Concomitant products included baclofen since 2013, clobetasol since (B)(6) 2018, dexamethasone (dexamethasone intensol) since (B)(6) 2013, esomeprazole magnesium;naproxen (vimovo), fentanyl since (B)(6) 2013, lisinopril and tramadol hydrochloride (ultram ER) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and lichen sclerosus ("autoimmune disorder type of disorder/rashes or skin conditions type: lichens sclerosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (novasure endometrial ablation and total hysterectomy (uterus and cervix removed) - laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the lichen sclerosus and hormone level abnormal outcome was unknown. The reporter considered genital haemorrhage, hormone level abnormal, lichen sclerosus, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test." The patient's medical history included anxiety, panic attacks and vaginal yeast infection. Gross description: received in formalin labeled uterus an 11x6x2.2 cm , 58 g aggregate of morcellated fragments of uterine tissue. Endometrium is tan red, pale less than 0.cm thick. Attached to fragments of myometrium are 2 coiled metallic devices less than 0.1 cm in diameter, 5.5 and 2.8 cm in length. Concurrent conditions included excessive menstruation, asthma nos, menometrorrhagia, uterine fibroid, menstrual disorder, hypertension nos, cystoscopy, dysfunctional uterine bleeding, itching, distress gastrointestinal, nausea and adenomyosis. Concomitant products included baclofen since 2013, clobetasol since (B)(6) 2018, dexamethasone (dexamethasone intensol) since (B)(6) 2013, esomeprazole magnesium;naproxen (vimovo), fentanyl since (B)(6) 2013, lisinopril and tramadol hydrochloride (ultram ER) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and lichen sclerosus ("autoimmune disorder type of disorder/rashes or skin conditions type: lichens sclerosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (novasure endometrial ablation and total hysterectomy (uterus and cervix removed) - laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the lichen sclerosus and hormone level abnormal outcome was unknown. The reporter considered genital haemorrhage, hormone level abnormal, lichen sclerosus, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: new pfs+mr received. Lot number received. Event injury was updated to new events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder/rashes or skin conditions type: lichens sclerosis, hormonal changes and the plaintiff did not undergo an essure confirmation test were added. Case becomes valid. Outcome for bleeding events were added. New reporters, plaintiffs information were added. Concomitant conditions, drugs and historical conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.